Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the scroll compressor and 9v battery. Unrelated to this event, the o-ring was preventively replaced as a precaution to prevent leak. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), on a sales demo unit, a cardiosave intra-aortic balloon pump (iabp) failed the compressor output test and the current was above factory specifications. In addition, the 9v battery on the alarm daughterboard was empty and was noted to have been replaced last year during a previous pm service. There was no patient involved; thus, no adverse event reported.